Manufacturer narrative:
The device has not been received from the customer for evaluation. Upon receipt and completion of the evaluation a supplemental MDR will be submitted.

Event description:
Per the information provided, on a lateral epicondylitis procedure the doctor pulled out the device from the wound and noted a very small split in the outer housing near the tip. The procedure was paused and the device changed. There was no injury or complication to the patient caused by the failure.

Manufacturer narrative:
The device was not returned for evaluation. Per the customer, they sent the device in for evaluation with a different device. A review of receiving records found that no extra microtips had been received from this customer. All microtips received were associated with open return merchandise authorization numbers. Based upon similar reported failures, it is most probable that the splitting of the nose cone was caused by side load pressure. Side loading the microtip can cause excessive friction between the nose cone and the needle resulting in a cracked and/or melted nose cone. Fluid in the incision site, from irrigation, cools the exterior of the nose cone. An animal experiment was conducted on polycarbonate particulate or fragments potentially left in tissue during the fragmentation or splitting of a microtip. The particulate does not mount an immune response or cause untoward damage to the patient. The reported failure is attributed to user error. The physician was the using the device.

Event description:
Per the information provided, on a lateral epicondylitis procedure the doctor pulled out the device from the wound and noted a very small split in the outer housing near the tip. The procedure was paused and the device changed. There was no injury or complication to the patient caused by the failure.